Event description:
Customer called lfs in 2002 alleging that their one touch basic meter was giving inaccurate low readings. Customer got a result of 93 mg/dl on their meter. Symptoms are unknown. Pt was hospitalized. Their bg at the hospital read 137 mg/dl. Pt was given insulin for treatment. Customer was cleaning the meter incorrectly. Customer care rep replaced meter with one touch ultra. Sending letter.